Event description:
The customer reported, the system exceeds the 4% beam limit. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimation. System operates as intended. (B) (4).